Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for bacteremia. In interrogation of the patient's implanted implantable pulse generator (ipg) system revealed that the right ventricular (rv) lead exhibited high thresholds and inappropriate pacing due to undersensing. A computerized tomography (CT) scan showed a perforation of the rv lead had occurred. The ipg system was extracted. No further patient complications have been reported as a result of this event.